Event description:
It was reported during a video laparoscopical gastroplasty procedure that both devices locked during firing. The firing worked properly at the beginning but locked in the halfway. There was no adverse pt consequence.

Manufacturer narrative:
Instrument b: batch#c5e41m; exp date:03/21/2011; MFR date: 04/21/2006; (damaged spring cartiridge lock) evaluation summary: the analysis results found that the atw45 device a was returned in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed the staples as intended. The device fired with out any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The analysis showed that the atw45 device b was received in good visual condition and with a cartridge loaded in the device. The cartiridge was received partially fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed when trying to fired an already spent cartridge, as stated in the IFU: "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.